Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. The customer's insulin was initially suspended due to the alarm, but after cleaning the speaker holes and reconnecting the cartridge, the pump resumed normal operation. Cts provided tips to prevent future altitude alarms, and the customer acknowledged the guidance.